Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 of pd treatment there were 3 or 4 air detected in cassette warnings. The patient canceled treatment and found fluid in the pump module area and on the external part of the cassette. Technical services told the patient to let the cycler sit and dry before trying to use it again. In a follow up the patient's pdrn said the patient did not encounter any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the leak and has not had any further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 of pd treatment there were 3 or 4 air detected in cassette warnings. The patient canceled treatment and found fluid in the pump module area and on the external part of the cassette. Technical services told the patient to let the cycler sit and dry before trying to use it again. In a follow up the patient's pdrn said the patient did not encounter any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the leak and has not had any further issues.